Event description:
During an in clinic follow up, the device was unable to communicate via rf telemetry. However, the device was able to be interrogated using inductive telemetry. Technical support was contacted and the device software was upgraded to resolve this event. The patient was stable.